Event description:
It was reported that the fiber was opened and handed to the physician during preparation for the photoselective vaporization of the prostate (pvp). The physician noticed that the tip was broken upon setting everything together. Another fiber was opened to complete the procedure. No patient complications were reported.